Event description:
It was reported that customer received an error alarm and was not able to exit loop. Customer's blood glucose was 6.0 mmol/l. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a software error. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked display window, cracked battery tube threads and a cracked display window.